Event description:
Possible issue with lot 00706247, manufacture date 10-6-2020, expiration date 9-3-2021. There was a high incident of positive results (78 tests with 24 positive results) with this lot. Quidel rep told lab to pull the lot from use. I went onsite to investigate and found that when a new lot was put into use (external quality control passed) the results became more practical for the area- 2 positives out of 36 specimens. Proper storage of test kits, specimen collection, and test processing was noted at facility. Probable issue with specific lot 00706247. Just wanted to make aware of potential issue with high number of positives. FDA safety report ID# (B)(4).